Event description:
It was reported that the patient's implantable neurostimulator "did not work". The patient additionally reported that the device had "stopped working several years ago" and that she wished to have it removed. No additional information was known at the time of report. The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# v048310, implanted: (B)(6) 2007, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).